Manufacturer narrative:
Gtin number: (B)(4).

Event description:
Five days following a normal deployment of a 6f angio-seal vip vascular closure device, the patient returned to the hospital with a hematoma and retroperitoneal bleed. The patient was admitted overnight for treatment and was discharged. The patient presented to the hospital 10 days post-deployment with another retroperitoneal bleed and was again discharged following treatment. No information regarding the method of treatment for either incident was provided. Reportedly, deployment of the angio-seal vip occurred as expected during the procedure.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
Five days following an uncomplicated deployment of a 6f angio-seal vip vascular closure device, the patient returned to the hospital with a hematoma and retroperitoneal bleed. The patient was admitted overnight for treatment and was discharged. The patient presented to the hospital ten days post-deployment with a second retroperitoneal bleed and was again discharged following treatment. No information regarding the method of treatment for either incident was provided. Per report, the deployment of the angio-seal vip occurred as expected during the procedure.

Manufacturer narrative:
Patient reportedly also experienced a deep vein thrombosis. Sjm notified of additional adverse event (B)(6) 2016. (B)(4).

Event description:
Five days following a normal deployment of a 6f angio-seal vip vascular closure device, the patient returned to the hospital with a hematoma, retroperitoneal bleed and deep vein thrombosis. The patient was admitted overnight for treatment and was discharged. The patient presented to the hospital 10 days post-deployment with another retroperitoneal bleed and was again discharged following treatment. No information regarding the method of treatment for either incident was provided. Reportedly, deployment of the angio-seal vip occurred as expected during the procedure.

Manufacturer narrative:
Corrected information - first sjm notification date was 24 march 2016. First event date is unknown.

Event description:
Five hours hour following a normal deployment of a 6f angio-seal vip vascular closure device, on the way home, the patient felt something pop in his leg and passed out. He was brought to hospital where an ultrasound of his groin revealed no hematoma or retroperitoneal bleed. The patient re-presented seven days post-deployment with pain and was found to have a retroperitoneal hematoma. The patient was admitted overnight for treatment and was discharged. The patient subsequently returned 10 days post-deployment with a deep venous thrombosis on the same side and was again discharged following treatment. No information regarding the method of treatment for either incident was provided. Reportedly, deployment of the angio-seal vip occurred as expected during the procedure.